Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ were x-rays taken to locate the needle piece(s)? According to the feedback of the sales representative, all the above answers are unknown. ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ what tissue structure the broken needle was located? ¿ what is the surgeon's opinion of consequences to the patient? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain ¿ what is the current condition of the patient? Evaluation: a photo was submitted for evaluation. During the visual analysis the following was observed: the photo shows a needle broken in two parts inside an aluminum container. Based on the photo review, no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. Events reported via 2210968-2022-06937 and this report.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2022 and the barbed suture was used. During surgery, the needle broke during sewing the myometrium and the needle fell into patient. The surgery time prolonged more than half hour to look for and retrieve broken needle from the patient. There was no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: the lot of the ip should be rpmeqm. Contact with the sales via phone today, 1 actual sample could return. The following information was requested: we received additional information that rpmeqm is involved in this complaint. According to previous information received, rlmpml was reported for this complaint. Were both lots rlmpml and rpmeqm involved in this complaint? H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one packet that pertains to product code sxpp1a405 was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, on to needle by resistance, and met the requirements. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2022-06937 product complaint # (B)(4). Date sent to the FDA: 11/10/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.